Manufacturer narrative:
Correction- section h10: mw5164733.

Manufacturer narrative:
Voluntary medwatch report received: mw5164733.

Event description:
Voluntary medwatch received states that the low voltage lead was capped due to product performance issue. The patient had no adverse consequences.